Event description:
It was reported that the renasys go displayed the low vacuum alarm. All the troubleshooting procedures were performed but the "low vacuum' issue was not solved. No backup was available.